Event description:
Rptr had subcutaneous mastectomies of both breasts in 1987 due to severe fibrocystic breast disease and family history (mother) with breast cancer. At the same time of mastectomies, rptr had silicone gel implants put in for breast reconstruction. Over the past 7 yrs since then she has developed numerous health problems and symptoms, including: joint pains, muscle pains and spasms, weakness in hands and arms, severe headaches, chronic fatigue, phlebitis in legs, and had to have a complete hysterectomy 1 1/2 yrs after implants due to a benign uterus tumor and endometrium problem. Rptr has been diagnosed in 5/94 with fibromyalgia and chronic fatigue syndrome, and has had a positive rheumatoid factor both in 11/93 and again in 2/94. Rptr has skin problems with rashes and hives especially on arms; these leave permanent pigmentations and scars from the sores that develop from the itching and this has gone on each spring and summer for 3-4 yrs.